Event description:
It was reported that the patient experienced undesired overstimulation, which led to a fall resulting in injuries to the knee and groin. An x-ray revealed significant lead migration. The patient completed the trial period and the leads were pulled.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced undesired overstimulation, which led to a fall resulting in injuries to the knee and groin. An x-ray revealed significant lead migration. The patient completed the trial period and the leads were pulled. Additional information was received that the patient was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.